Manufacturer narrative:
Common device name: gex, powered laser surgical instrument. (B)(4). The 510(k): k124030. The event is currently under investigation.

Event description:
During a ureteroscopy procedure, the fiber broke off inside the patient. Laser settings were 12hz and 1000mj. The separated portion was retrieved using a stone retrieval basket. No adverse affects to the patient have been reported.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, instructions for use (IFU), manufacturing instructions, specifications, and quality control of the device was conducted during the investigation. The device IFU details precautions that may affect the life of the fiber as well as guidance on how to prevent damage of the fiber from occurring. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the available level of information a definitive root cause could not be determined, however it is possible that this device became damaged during use, re-sterilization at the user facility, or during handling of the device. We will continue to monitor for similar incidents. Per the quality engineering risk assessment no further action is required.

Event description:
During a ureteroscopy procedure, the fiber broke off inside the patient. Laser settings were 12hz and 1000mj. The separated portion was retrieved using a stone retrieval basket. No adverse affects to the patient have been reported.